Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and no testing was done on the device. The customer's complaint was not duplicated. The device was returned unrepaired to the customer.